Manufacturer narrative:
(B)(4). The device was manufactured from april 30th to may 1st of 2015. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any defects on the device. A pull test was performed by manually pulling the tubing, and separation was noted between the filter and the housing of the device. The reported condition was replicated in the companion sample; however, the device was found to be within product specification as the device was not non-conforming. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter cover separated from the filter of a 1.2 micron extension set. This occurred during infusion of an unknown total parenteral nutrition. There was no patient injury or medical intervention associated with this event. No additional information is available.